Manufacturer narrative:
The most likely cause is patient factors, including diabetes mellitus (dm). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm 7300tfx pericardial mitral valve was disabled via valve-in-valve procedure after an implant duration of three (3) years, 10 months due to mitral stenosis and regurgitation secondary to calcification. The patient presented with shortness of breath. The tmvr procedure was performed with a 26mm 9750tfx transcatheter valve. The patient was noted to be stable and awake post procedure.